Event description:
Kimberly clark corporation received notice in alleging that a pt had an allergic reaction. According to the complaint, the pt visited the allergist office and pt's labia was red and swollen. The dr alleged that labia become irriated from tampon string.